Manufacturer narrative:
The device was discarded and will not be returned to olympus. Although a lot number was not provided, the device history record (DHR) for over the past year prior to the notification date was inspected. No abnormalities were detected in the DHR review which could cause or contribute to the reported problem. An investigation was unable to determine the root cause. However, based on the available information, it was determined that user handling may have contributed to the event due to the following reasons: it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. The balloon was not lubricated. As a preventive measure, the instructions for use provides the following statements: ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. This report has also been submitted on importer medwatch report #: 2429304 - 2023 ¿ 00086.

Event description:
An olympus representative reported to olympus on behalf of the customer that the balloon fell off the evis eus ultrasound bronchofibervideoscope into the patient during an unspecified procedure. The balloon was retrieved. There was no harm or user injury reported due to the event. The customer was unable to provide more information. This event is reported under the following patient identifiers: (B)(6) - balloon. (B)(6) - bronchofibervideoscope.